Event description:
It was reported that the patient experienced a low glucose event while fasting and then changed their infusion site, which did not adhere properly; after eating, glucose rose to 185 mg/dl, and the agent provided education on supply changes and not reusing cartridges and arranged replacement inset sites. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed an unclear cause, with a possible contribution from site adhesion issues; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.